Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It is reported that noise reversion episode was observed via merlin.net transmission, which was caused by ventricular oversensing and qrs complexes with multiple peaks. Programming change was made. Patient was stable.